Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully completed reset with assistance, confirmed malfunction did not recur, and was advised to continue using pump and call back if malfunction alarm returned.